Manufacturer narrative:
On (B)(4) 2015 it was communicated that no post-op x-rays are available. Batch review performed on 17 november 2015: lot 101025: (B)(4) items manufactured and released on 26 may 2010 expiration date: 2015-04-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported case. Not available.

Event description:
On (B)(6) 2009 patient had primary hip surgery. On (B)(6) 2010 patient had all hip components revised. On (B)(6) 2015 patient had a second revision surgery. This surgery was due to stem loosening. The stem, head and liner were removed. Explants will not be returned.

Manufacturer narrative:
On 19 january 2016, it was prepared a final report with the information already submitted in the intial report. On the same date, the report was sent to the initial reporter and the case was closed.